Manufacturer narrative:
(B)(4). The subject device was discarded by the healthcare facility and therefore is not available for assessment. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation and will provide a follow up report upon completion this. The opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including nasal high flow therapy (nhf). Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices and may also be compatible with the fisher and paykel mr850 and 950 humidification system devices. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula from being dislodged.

Event description:
A healthcare facility in the united kingdom reported the tubing of an opt944 optiflow + adult nasal cannula was found damaged during use. The healthcare facility reported that the patient was admitted to hospital with a lower respiratory tract infection requiring supplemental oxygen and physiotherapy. On (B)(6) 2022, the patient's oxygen saturations had maintained well throughout the day and overnight into (B)(6) 2022. The patient was then transferred from the high dependency unit (hdu) to a ward for ongoing care. Later that day the patient's condition deteriorated, with low oxygen saturations (no higher than 89% spo2 for approx two hours with supplemental oxygen at 85%) and the patient was transferred back to the hdu. Following transfer to the hdu, it was identified that the opt944 optiflow + adult nasal cannula tubing was torn. The defective nasal cannula was replaced and following this the supplemental oxygen was able to be reduced to 67%. The patient's condition stabilised overnight and there were no further patient consequences.

Manufacturer narrative:
*Section b2, h1, h2 & h6 were corrected. (B)(4) product background: the opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices. Nhf therapy and the airvo 2 device are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was destroyed by the heathcare facility and was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photograph revealed the tubing of the opt944 optiflow + adult nasal cannula was torn. Conclusion: our investigation was unable to determine the cause of the observed damage to the opt944 optiflow +adult nasal cannula. It should be noted that the healthcare facility stated it was possible that the tubing was accidentally pulled or became caught in other equipment. Based on our knowledge of the product and our previous investigations, the reported damage is likely to have been caused by the tubing being subjected to excessive force during use. Fisher and paykel healthcare's manufacturing controls for the optiflow + adult nasal cannula include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The subject opt944 optiflow + adult nasal cannula would have met the required specifications. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the head strap clip and the tubing clip are appropriately attached. The user instructions also state: - "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." - "cannula can become unattached if not used with the head strap clip." - "attach tubing clip to clothing/bedding to prevent cannula from pulling off face." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in the united kingdom reported the tubing of an opt944 optiflow + adult nasal cannula was found damaged during use. The healthcare facility reported that the patient was admitted to hospital with a lower respiratory tract infection requiring supplemental oxygen and physiotherapy. On (B)(6) 2022, the patient's oxygen saturations had maintained well throughout the day and overnight into 28 november 2022. The patient was then transferred from the high dependency unit (hdu) to a ward for ongoing care. Later that day the patient's condition deteriorated, with low oxygen saturations (no higher than 89% spo2 for approx two hours with supplemental oxygen at 85%) and the patient was transferred back to the hdu. Following transfer to the hdu, it was identified that the opt944 optiflow + adult nasal cannula tubing was torn. The defective nasal cannula was replaced and following this the supplemental oxygen was able to be reduced to 67%. The patient's condition stabilised overnight. There was no further patient consequence.